Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was probably 4 months ago the pts controller would turn down their amount of stimulation but they could not turn it up anymore. Every time they pressed the up button they got the message settings not available cannot provide your desired intensity setting. Patient normally did not change their settings but they had tried several times since then and also reset the controller but that did not resolve the issue. Patient used to be able to turn their stimulation up to 7 or 8 until they got shocked when they coughed and now they just could not. Patient had not had any recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the problem. The pt did not want to see a rep since the pt claimed the tech did not know what they were doing for they never explain what they were doing.